Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lost its power. They also had a bad battery and battery out limit alarms on the insulin pump. They changed the battery. Troubleshooting was performed. The customer was assisted with adjusting the time and date on the insulin pump. The customer¿s current blood glucose level was 44 mg/dl. They treated with juice and apple sauce. They checked their blood glucose again and it went up to 48 mgd/l. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.